Manufacturer narrative:
The subject device was not returned for evaluation. The endoscopy support specialist (ess) performed the reprocessing in-service with the facility staff. In service visit includes the cleaning and disinfecting information of scopes, leakage testing , manual cleaning and flushing including attaching the injection tube and suction port into the detergent. Additionally, the ess reviewed with the customer both the manual method and the automated flushing method. In addition, the customer has been instructed on the use of the a/w flushing adapter during pre-cleaning. The scope was placed in the water before pressurization and has been discussed for correction. Additionally, the customer brushed the a/w channel for correction and will obtain a new adapter. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during the in-service reprocessing service, the endoscopy support specialist (ess) found the staff facility was not using the air/water (a/w) flushing adapter and suction cleaning adapter. In addition, staff was unaware that there is a detergent soak time. There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility in question. The event can be detected/prevented by following the instructions for use (IFU) which state the following: 1) "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. 2) in IFU (reprocessing manual), chapter 3, the details of pre-cleaning, leak test, and manual cleaning are described. Olympus will continue to monitor field performance for this device.